Event description:
It was reported that stent damage occurred. A 4.00 x 48 synergy ii des drug-eluting stent was selected for treatment. Following delivery of the stent, the struts were damaged by the calcification of the right coronary artery. The damaged stent was retrieved. Additional pre-dilation was performed and a new synergy device was deployed. The procedure was completed with no patient complications.